Manufacturer narrative:
This report is submitted on 9 july 2020.

Event description:
Per the clinic the patient experienced skin overgrowth at abutment site, subsequently the patient was placed under general anaesthetic to undergo skin revision surgery (date not reported). The implanted device remains.